Event description:
It was reported that the patient was unable to turn stimulation up too high because it would make her body "jiggle and vibrate." An x-ray was reportedly taken and found that the system is crooked in the spine. It was noted that the symptoms occurred following implant. It was further reported that there were coupling and communication issues, and a device overdischarge was suspected. It was noted that the last time stimulation was felt was 6 weeks prior to the report and the last successful charging was 1 month prior to the report. An antenna locate function was performed and resulted in a power on reset (por) message being displayed on the recharge. This led to the normal recharging screen. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 37752 lot# serial# (B)(4), product type recharger product ID 37743 lot# serial# (B)(4), product type programmer, patient product ID 37092 lot# 279290002, implanted: 2011 (B)(6), product type accessory product ID 39565-65 lot# serial# (B)(4), implanted: 2011 (B)(6), product type lead product ID 39565-65 lot# serial# (B)(4), implanted: 2011 (B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient could not increase the stimulation "to high" when the pain was "hard" because when the patient raised their arm or "anything" the part that was "supposed" to be working on her left side of her back made her right underarm "tingle" and the part that was "supposed" to be working on her "right back" made her "boobs jiggle in the right". It was noted that the patient's breasts "tickled" when she laughed when the stimulation was "too high" as well. It was reported that the patient had to "keep it down very low" because "it makes everything vibrate". It was noted that the surgeon put the system in "crooked", which was confirmed on x-ray and it "didn't help the left side". It was reported that the patient's implantable neurostimulator (ins) had a suspected overdischarge. It was noted that the patient's programmer and charger were "not connecting" to her "batteries". It was reported that the patient was getting "little signs" on the patient recharger. It was noted that the last time the patient charged the device was "about a month" prior to the report and the patient last had stimulation was "about six weeks ago". It was reported that a power on reset (por) screen was displayed when the antenna locate feature was used which lead to the normal recharge screen.